Event description:
Related manufacturer reference number: 2017865-2024-38961. It was reported that a hospital implant registration form was received by the company. The form indicated that the patients entire system was explanted due to dislodgement.